Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however films were supplied for review which found 2 postoperative films of scoliosis construct with multiple pedicle screws t2-sacrum. Second set of films verifies right sided iliac extender has loosened both on the rod and the iliac bolt.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that sometime post-op the patient lost fixation in the pelvic area and was experiencing minimal pain. X-rays found that the connector had disengaged from the iliac bolt and from the rod. No revision has been scheduled. No additional patient complications have been reported.